Manufacturer narrative:
Consistent results were generated with the cobas liat test, and no issues were identified during the course of the investigation. The differences between the cobas liat and cepheid test could be due to different test sensitivities. Investigation of kit lots 01123t and 01130y did not find any product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from us alleged 1 discrepant result on the cobas liat system compared to cepheid. Sample 1 generated a positive result for sars-cov-2 on the cobas liat system with lot 01123t. Repeat testing with the same sample on the same cobas liat system with lot 01130y generated a positive result for sars-cov-2. Repeat testing with the same sample on the cepheid platform generated a negative result for sars-cov-2. The results were reported out to the patient and no harm was alleged. Investigation of kit lots 01123t and 01130y did not find any product problem. It is important to note that consistent results were generated with the cobas liat test.